Event description:
A company representative contacted baxter (B)(4) regarding particulate matter found on a minicap transfer set. The representative stated that a brown spot was found on the tube of transfer set. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed; however, the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with loose particle on outside of tubing noted. Leak testing was performed with no issues noted. A clamp function test was performed with no issues noted. Clear-passage testing was performed with no issues noted.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.